Event description:
Consumer complaint that blood results are 30 points lower than two other meters at the doctor's office. No adverse event reported.

Manufacturer narrative:
Product not returned for evaluation. (B)(4).